Manufacturer narrative:
Continuation of d10: product ID envpro-16-us; product lot/serial number (B)(6) product type: heart valves; implant date; explant date product ID l-envpro-16-us; product lot/serial number (B)(6) product type: heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's annulus was severely calcified. During the implant, the calcification caused the valve to fold inward so after deployment the valve dislodged into the ascending aorta. No treatment was reported.

Manufacturer narrative:
Updated data: d6b. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three images and two media files were provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. An infold is visible during the final release of the valve. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. However, the valve was released with an infold. Sometime after final valve release and removal of the delivery catheter system, the valve dislodged aortic. Of note, caution should be used while withdrawing the delivery catheter system to minimize interaction with the valve frame. However, the dislodgment was not captured therefore it is not possible to validate the cause of the dislodgement. In this case, it is not possible to rule out that possible misload might have contributed to the infold, and that the infold contributed to the dislodgement during removal of the delivery catheter system. The patient¿s executive summary was not provided for anatomical review. Updated data: b1. B2. B5. Second paragraph added h1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's annulus was severely calcified. During the implant, the calcification caused the valve to fold inward so after deployment the valve dislodged into the ascending aorta. No treatment was reported. Additional information was received that a pre-implant balloon aortic valvuloplasty was performed. Rapid pacing occurred during the valve implantation to stabilize the blood pressure. After the valve dislodged, a thoracotomy was performed and the valve was explanted.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.